Event description:
It was reported that after colorectal polyp removal, the removal site was closed with an otsc clip in a extra tight manner as a precaution against possible bleeding due to dual anticoagulation of the patient. Due to incomplete advancement of the endoscope tip into the otsc cap upon device installation, a larger space inside the cap resulted. When aspirating the rectal target tissue into the cap adjacent jejunal tissue was inadvertently entrapped and clipped. This led to secondary perforation of the bowel loop a few days after and resulted in peritonitis. The patient had to be treated surgically. Due to the patient's advanced underlying malignant disease, he did not recover under postoperative care and died a few days later.

Manufacturer narrative:
According to the information available, the otsc was not mounted on the endoscope all the way to the stoppers inside the cap. This results in a deeper cap space, which can promote the entrapment of external tissue structures. The unintentional injury of neighbouring tissue structures is a rare, yet known risk and assessed in the risk management file. Furthermore, the evaluation of the production related quality records revealed no abnormalities that indicate a product defect or a production related error. The assessment of the prrc revealed, that the root cause of the error is a procedural complication.

Manufacturer narrative:
According to the information available, the otsc was not mounted on the endoscope all the way to the stoppers inside the cap. This results in a deeper cap space, which can promote the entrapment of external tissue structures. The unintentional injury of neighbouring tissue structures is a rare, yet known risk and assessed in the risk management file. Furthermore, the evaluation of the production related quality records revealed no abnormalities that indicate a product defect or a production related error. The assessment of the prrc revealed, that the root cause of the error is a procedural complication.

Event description:
It was reported that after colorectal polyp removal, the removal site was closed with an otsc clip in a extra tight manner as a precaution against possible bleeding due to dual anticoagulation of the patient. Due to incomplete advancement of the endoscope tip into the otsc cap upon device installation, a larger space inside the cap resulted. When aspirating the rectal target tissue into the cap adjacent jejunal tissue was inadvertently entrapped and clipped. This led to secondary perforation of the bowel loop a few days after and resulted in peritonitis. The patient had to be treated surgically. Due to the patient's advanced underlying malignant disease, he did not recover under postoperative care and died a few days later.